Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
On 06/24/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: broken wire found at tip of instrument at the end of the procedure. The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to clarify, this product was marked as potential for patient harm as the product defect was discovered at the end of the surgery. No patient harm was caused during this incident.

Event description:
Refer to h11 for follow-up information.